Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317500; model: sc-2317-50; serial/batch: (B)(6).

Event description:
It was reported that the patients stimulation was lost due to a lead fracture. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-2317-50 (sn: (B)(6). The returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-2317-50 (sn: (B)(6). The returned lead was analyzed, and visual (microscope) and x-ray inspection of the leads revealed that multiple cables were completely broken at the bent/kinked location of the lead. With all the available information, boston scientific concludes the allegation of high impedances has been confirmed. The leads were bent/kinked location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The lead became kinked after it exited the clik x anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point.

Event description:
It was reported that the patients stimulation was lost due to a lead fracture. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads will not be returned, as they were discarded by the medical facility.